Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was a non-modifiable plaque. A 4.00 x 12 synergy drug-eluting stent was advanced for treatment. After initial attempt to deliver the stent, the hypotube was kinked. It was decided to use a smaller size and so a 3.50 x 8 synergy drug-eluting stent was selected. However, the stent struts were lifted upon removal of the device from the packaging. The procedure was completed with another 3.50 x 8 synergy drug-eluting stent. No patient complications were reported.